Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip causing side-to-side misalignment of the grips. There was a 0.0265" offset at the tips. This causes the tips unable to close tightly. Further investigation found that the instrument had a dislodged conductor wire at the proximal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests but failed the electrical continuity test. The grips opened and closed properly, and no signs of thermal damage were observed. Additionally, the instrument had conductor wire insulation damage at the distal end. The wires were exposed. The instrument was placed on an in-house system and the dislodged conductor wire at the proximal end was connected back in. The instrument passed electrical continuity and energy delivery tests. No material was missing.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar tip could not be closed tightly. The user completed the procedure with no further issues reported. No fragment fell inside the patient. No known impact or patient consequence was reported.